Event description:
The following information was reported: the device was deployed "correctly". There was a small area medial to the puncture that was deemed to be a hematoma which was resolved with 10 minutes of manual compression. After the patient was taken to recovery, he presented with a hematoma in his scrotum. The hematoma was noted to be over 6 cm in size and was left untreated and observed. The next day, the doctor reported that the hematoma had reduced in size. The patient was monitored. The doctor did not attribute the hematoma to the mynx vascular closure device and noted that the patient's groin looked "perfect". It is unknown if the patient was hospitalized or not. Procedure type: intervention peripheral vessel size: 6 mm stick location: medium sheath size: 7f intended closure: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided